Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to diabetic ketoacidosis and high blood glucose on (B)(6) 2019 with blood glucose of 507 mg/dl or 557 mg/dl. Customer blood glucose level was 461 mg/dl or more than 400 mg/dl at the time of incident and current blood glucose level was 260 mg/dl. The customer experienced symptoms such as nausea and vomiting. The customer was treated with intravenous insulin and saline. Customer not alleging that the insulin pump was under delivering and not using the auto mode feature on insulin pump. The insulin pump will not be returned for analysis.